Event description:
(B)(4). In office procedure, immediate pain in my right side upon insert, constant lower pelvic pain from that moment, I was told it was completely normal. Had visited the ER numerous times. I visited obgyn several times, went to several different dr's about the pain, migraines, forgetfulness, heart palpitations, and mood swings. I was always told "we can't find anything wrong with you". After a few years I was dealing with all of the above and more. Constant ovarian cysts, pain in my back and lower pelvic area that riding in the car was very uncomfortable. Had a hysterectomy removing both tubes, ovaries, cervex,and uterus at the age of (B)(6). I was amazed the second I came to from anesthesia how good I felt. My only battle now is my back, I have irreversible damage in my upper and lower back that I will never be able to get rid of.